Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. It was noted that the rhythm started in the ventricular tachycardia (vt)-1 zone, which was a monitor only (mo) zone, then accelerated to the vt zone and the patient received a shock. It was questioned why the detection enhancements were not applied. Technical services (ts) discussed that with this device, if an arrhythmia starts in a vt-1 mo zone and accelerates to the vt zone, then detection enhancements are not applied. Ts also discussed options for the patient. No adverse patient effects were reported. Additional information was provided that the device was later explanted to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.